Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are product ID: 306001, lot#: unknown, product type: screening device. Product ID: 306001, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urgency frequency. It was reported that they were  waiting for a call from a nurse because she had excessive bleeding at the incision site. No surgical intervention planned. The issue was not resolved at the time of the report. Additional information was received on (B)(6) 2021,patient noted that "the previous day was really bad... The leads were loose" as well as "the blood acted up".